Manufacturer narrative:
It was confirmed that the reporter had exited the operating room prior to the decision to leave the instrument in situ. On (B)(6) 2016, the reporter was officially notified by the facility. As such, the appropriate date of awareness for the reported event was (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the patient has been discharged from the hospital and is doing well. At this time, a re-operation is not being considered.

Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. The reporter was present during the surgical procedure during which the aiming device malfunctioned. Prior to the completion of the procedure, the reporter was excused. It is possible that notification of part retention in the patient did not occur until (B)(6) 2016, which is the date the reporter indicated as the date of awareness. Erring on the side of caution, the procedure date ((B)(6) 2016) is being used as the date of awareness. (B)(4). Device is an instrument and is not intended for implant; however, the device remained stuck to the implant during the procedure on (B)(6) 2016 and remains in situ. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a patient underwent a surgical procedure with proximal humeral internal locking system (philos) plating on (B)(6) 2016. During insertion of the philos plate, the aiming device (insertion guide without nose) could not be disengaged from the implant. The surgeon made the decision to leave the instrument in situ. The wound was sutured and the procedure was completed without surgical prolongation. No additional information is available pertaining to the procedure or the patient's outcome. This report is 1 of 1 for (B)(4).